Manufacturer narrative:
Product is not available for return and eval. An investigation has been initiated based on the reported info.

Event description:
It has been reported by the distributor on behalf of the infection control nurse at the hospital that the long term care facility has seen an increase in yeast infections associated with central lines while using the biopatch product. The increase was noted over the past month. Pt outcome is unk. The user facility is reporting an observation. No specific pt or related event has been identified. Based on the info provided, there is no correlation between use of biopatch and yeast infections. The following add'l info has been requested to assist with the investigation of this reported incident: what antibiotics were the pt(s) taking 10 days prior to the yeast infection observation? What was the clinical condition of the pt(s)? Can the user facility better quantify the increase in infections?